Event description:
Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral intervention with a 6f sheath. Reportedly, the suture deployed properly. When the lever was retracted, the footplate did not close. The device was manually broken open to close the feet; however, the device could not be released. The patient was sent to surgery for a cut down to remove the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to close was not confirmed due to device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, eight sterile/unused devices with lot # 4101741 were successfully tested with no anomalies noted. As such, there is no indication of a product quality issue. B5 - describe event or problem: updated h6 - health effect - impact codes 4607 and 4604 added. H6 - medical device problem code 1212 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the prostyle foot would not close. The device was manipulated with attempting to push down the actuator wire and close the foot without success. The body of the prostyle was broken apart. The patient was sent to surgery where the prostyle was completely separated, removed, and the access site was closed. No additional information was provided.